Event description:
The patient reported that the needle failed to advance upon activation of the pod; (the patient indicated that the pod cannula did not penetrate the skin); this indicates a needle mechanism failure. The pod was not worn. There was no reported effect on the patient's glucose levels

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.